Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The motor error alarmed during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform displacement test due to motor error alarms.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at the time.

Event description:
Customer reported a motor error during the rewind. The blood glucose reading was 200 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was unable to rewind the insulin pump. Nothing further was reported.